Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed and unable to recover the drawer 2 and required maintenance. A field service engineer (fse) noted that the customer reported drawer 2 would not recover. No failed drawers were present upon arrival, and the customer was unaware of any issues. The station was shut down, and all cables in drawer 2 were reseated. After restarting the station, the customer was able to access the drawer and inventory medication without any issues. The customer verified full functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer 2 required maintenance. Customer attempted to recover storage space and rebooted the station, but issue persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.